Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker and another manufacturer lead exhibited fluctuating and high out of range pace impedance measurements. The cause was attributed a lead to header connection issue. This device was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker and another manufacturer lead exhibited fluctuating and high out of range pace impedance measurements. The cause was attributed a lead to header connection issue. This device was then explanted and replaced. No additional adverse patient effects were reported.